Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 337 mg/dl. The customer was treated for high blood glucose with bolused. It was explained to the customer the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instruction. The customer was advised that her insulin pump was working as designed after the troubleshooting was performed. The customer was advised to notify her healthcare provider of this high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.